Event description:
It was reported that during an unspecified endoscopic procedure the guide wire tip appeared "loose". A jag precursor 035/450 st guide wire had been advanced through the working channel of an unspecified scope to "pt's duodenal". It was noticed that the tip of the guide wire appeared "loose". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".